Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had signs of early battery depletion. Additional information was requested, however no further details were available. No adverse patient effects were reported.